Event description:
On jan 17, 2008 at 5:07 pm, the lay user/pt contacted lifescan (lfs) alleging that the one touch ultra 2 meter is giving inaccurate high readings. On jan 30, 2008, this medical affairs specialist contacted the pt's caregiver to obtain/clarify more info. In 2008, at 2:20 pm, the pt reported an inaccurate blood glucose result of "171 mg/dl" with a life scan meter. Based on the insulin sliding scale, the pt took 6 units of humalog insulin. The pt ate her normal meal at that time. Within mins, the pt reportedly developed symptoms described as "seizure and not able to communicate". The caregiver drove the pt to the emergency room. Upon arrival at the hosp, the pt was tested at "22, 35, and 32 mg/dl" on a hosp meter. The pt was treated with glucose injections and was placed on IV glucose. When the pt's condition had stabilized, the pt reported blood glucose results of " 125 mg/dl" with a lifescan meter and "88mg/dl" on another meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30mg/dl. The pt was allegedly diagnosed with hypoglycemia and low potassium. The pt was discharged the next day at around 12pm. The pt's diabetes medication regimen and testing frequency has not changed prior to, and since the hosp incident. During troubleshooting, the customer care advocate verified that the unit of measurement was correctly set to mg/dl, the test strips and test strip vial were in good condition and within the discard date, the testing technique was correct, the puncture area was cleaned appropriately, the meter was coded correctly, and the reported meter readings were confirmed in the meter's memory. This complaint is reported because the pt alleged having a seizure within mins of taking sliding scale insulin based on an inaccurately high reading on the lfs product. The reporter claims the pt was treated with IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.